Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited a high pressure alarm. It was reported there was no air in the line. Per reporter residual volume was: 156.3, rate 2 and 36.35 was given. No adverse patient effects were reported. No additional information is available at this time.